Event description:
Surgeon used navigation during tka to assist with procedure. The doctor drilled into the illium resulting in a misaligned cup placement. The implant is unstable and the patient has a risk of dislocation. Patient now also has one leg shorter than the other due to this event. Doctor deemed a revision surgery unnecessary.